Event description:
The customer reported that the clear insulation disengaged from the device. Nothing was left in the patient cavity and there was no injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.